Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked and no longer functional. In addition, it was reported that the wake button became detached. Customer's blood glucose level was 200 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.